Event description:
It was reported that the right atrial (ra) lead was dislodged. The lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported lead was received for evaluation in one piece with all tines intact. Visual inspection revealed no anomalies. Electrical evaluation was performed and revealed no anomalies.